Event description:
It was reported that the balloon got stuck with the guidewire. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified first diagonal artery. A 6mmx2.00mm wolverine cutting balloon was selected for percutaneous coronary intervention (pci). During the procedure, the balloon got stuck with the guidewire. Only the balloon was able to be removed from the patient's body and the procedure was completed with a different device. There was no patient injury.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination revealed no issues were noted with the hypotube shaft. No kinks or damages were noted with the polymer shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device could be loaded and tracked over a 0.014 inch guidewire.

Event description:
It was reported that the balloon got stuck with the guidewire. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified first diagonal artery. A 6mmx2.00mm wolverine cutting balloon was selected for percutaneous coronary intervention (pci). During the procedure, the balloon got stuck with the guidewire. Only the balloon was able to be removed from the patient's body and the procedure was completed with a different device. There was no patient injury.